Event description:
It was reported that the customer experienced high and low blood glucose levels, and the insulin pump had a cracked reservoir compartment window. The high blood glucose reading was 324 mg/dl. The low blood glucose reading was 80 mg/dl, which lowered to 50 mg/dl later during the call. The customer treated with glucose tablets, and the blood glucose reading rose to 74 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube window and display window, cracked battery tube threads, a stained end cap sticker, and a cracked reservoir tube were noted.